Event description:
The pt is a 61 year old female. Pt suffered many concomitant injuries from earlier pedestrian-auto accident. Original humeral fracture was overlooked, left untreated and healed in malalignment. When malaligned fracture was found, surgeon implanted ace proximal humerus plate. Surgeon started pt on early aggressive range of motion exercises. At approx one month, the plate broke; bone showing signs of healing. Plate still implanted.